Manufacturer narrative:
(B)(4).

Event description:
The customer reports the swg (spring wire guide) separated during insertion.

Event description:
The customer reports the swg (spring wire guide) separated during insertion.

Manufacturer narrative:
(B)(4). The customer returned one guide wire assembly and lidstock for evaluation. The guide wire was unraveled and showed evidence of use. Visual examination revealed the guide wire is unraveled from the distal weld. Microscopic examination of the guide wire confirmed the core wire was broken adjacent to the distal weld and that the weld was present at the end of the coil wire. The exposed distal core wire tip is rounded, pinched and discolored at the point of separation. The coil wire shows necking, indicating excessive force. The outer diameter of the guide wire was measured and was found to be within specification. A manual tug test confirmed that the proximal weld was intact. A device history record review was performed with no relevant findings. The report that the guide wire was unraveled was confirmed through examination of the returned sample. The guide wire core wire was broken adjacent to the distal weld. Dimensional inspection and a device history record review did not reveal any evidence of a manufacturing related issue. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.75 pounds force. This internal specification is higher than the bs en iso 11070:2014 standard of 2.2 pounds force for this size wire. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances, it was determined that operational context likely contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.